Event description:
It was reported that the needle broke off into pen after injection with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter: daughter of consumer reported, needle broke off into the insulin pen after injection. Stated, when she re-shielded and re-capped pen needle, after injection, she tried to remove it, and needle broke into medication. Stated, she can see it "floating around inside". The whole needle went into pen.

Manufacturer narrative:
H.6. Investigation summary customer returned (1) novolog flexpen. Customer states that the needle broke off into the insulin pen after injection. When she re-shielded and re-capped pen needle, after injection, she tried to remove it, and needle broke into medication and she can see it "floating around inside¿. The returned pen was examined and exhibited a complete cannula in the cartridge of the pen. No hub or any other component of the pen needle was returned with the pen. Since it cannot be determined where the cannula originated, this issue cannot be confirmed as a defect. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion bd was not able to duplicate or confirm the customer¿s indicated failure since it cannot be determined where the cannula in the pen cartridge originated, this issue cannot be confirmed as a defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description root cause cannot be determined at this time as the issue is unconfirmed. Rationale based on the investigation, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle broke off into pen after injection with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter: daughter of consumer reported, needle broke off into the insulin pen after injection. Stated, when she re-shielded and re-capped pen needle, after injection, she tried to remove it, and needle broke into medication. Stated, she can see it "floating around inside". The whole needle went into pen.